Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and found non-conforming with the probe needle broken at the port. Functional actuation testing could not be performed due to the tip being broken off. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. Due to the broken tip the reported actuation failure could not be determined and the root cause for that reported event could not be verified. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. No additional action was taken by the manufacturing site since the root cause for the reported actuation failure could not be verified. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure of the cutter probe occurred during surgery. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There's no patient harm.